Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer "patient with high flow PICC catheter 4 fr bilumen was inserted on november 8, it was removed on november 24, according to the report they performed healing with a wet dressing to perform the healing they observed fluid leaking from the wall of the site of the union of the catheter with the butterfly." No other information was provided.